Event description:
It was reported that during a percutaneous intervention procedure a shaft fracture occurred. The 3.25 x 12 mm nc quantum apex balloon catheter was being inserted and broke in half outside the patient. No patient complications were reported and the patient's status is fine.

Event description:
It was further reported that the fracture was approximately 6-8 inches from the hub. There was no resistance during unpacking, nor during insertion.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex was received inside a nc quantum apex product pouch that matched the information on the device. There was a complete separation of the hypotube. The hypotube separation was 20.5cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the fracture was approximately 6-8 inches from the hub. There was no resistance during unpacking, nor during insertion.

Manufacturer narrative:
(B)(4).